Event description:
Customer uses product to hold insulin infusion set, places one iv3000 on skin, then a second iv3000 over infusion set. Dressing not adhering well, infusion set pulls away and blood sugar increased.